Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted : (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the right ventricular lead for high impedance. The lead also had numerous ventricle to ventricle intervals and a confirmed fracture. The lead was capped and replaced. The physician noticed that the left ventricular lead was pulled back so that lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.